Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019. As per reporter, the patient reported protruding skin. Reportedly, the proximal tibia screw was loose and backing out two months post surgery.